Event description:
It was reported that a surgeon used the product on a port site on an unk date. The pt reported that the wound opened up in 2009. The pt returned to the surgeon and the surgeon sutured the site.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.